Event description:
According to the reporter, during a lap gastric sleeve, the staple line was incomplete centrally. The staple line looked secure on the stomach side, but when the specimen was removed, there was noticeable tear in the specimen where there once was a staple line. The surgeon was not comfortable with the specimen looked so they went back in to observe to make sure the staple line on the stomach looked secure. They did, so they finished the procedure. No patient adverse events were reported. Current patient status is alive with no injury. No reinforcement material was used.